Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon movement occurred.the target lesion details are unknown. An unspecified sterling balloon catheter was utilized during the procedure. The physician commented that due to "too much glide at the stenosis lesion", he used a longer type of sterling catheter to prevent slippage. There were no patient complications reported.

Event description:
It was further reported that the target lesion is located in the forearm radial artery. The 7.0 x 40/80 sterling balloon catheter was advanced to the lesion and inflated 4-5 times up to the rated burst pressure for 2-3 minutes. During inflation, the device was moving out of position both proximally and distally. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).